Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that he had low readings on the first 3 days of the pump. The customer believed that it may have been from having long acting insulin in him and being on the pump. The customer has been doing better for the past 4-5 days. The customer's blood glucose reading was 20 mg/dl when he started on the pump. The customer's blood glucose reading is now 80-90 mg/dl. The customer did not troubleshoot during the time of call.